Event description:
This customer is reporting 5 separate incidents with pad burns using this vulcan generator. Information is still incomplete at this time. All incidents occurred within the last 5 weeks. Burns were not detected right after the procedures, but only when the pts returned for their post-op appointments. Burns are 1st to 3rd degrees and are located on the thigh. Sculpter #7210697 probes were used in all of the cases. Conmed return pads were used. Sales rep was not present during these cases, but indicated that the pts may have been moved once the return pad was placed on the thigh.